Event description:
It was reported that impedance values above 10,000 ohms were seen on electrode pairs 0/5, 0/6, 0/7, 0/13, 0/14 and 0/15. Amplitude was increased to 3.0v and impedance values on 0/5 and 0/13 then measured above 40,000 ohms, but 0/6, 0/7, 0/14 and 0/15 measured 20,229 ohms. It was noted that the implanting hcp had no difficulty inserting the paddle lead into the epidural space. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that all impedance issues resolved on their own.

Manufacturer narrative:
(B)(4).